Event description:
Additional information: it was reported that the patient was diagnosed with (B)(6) "3 years ago". The reporter believed that a culture was done but did not know when and by whom. Treatments: the reporter believed that the patient had a pic line that antibiotics were administered through, and a total device system explant. The date of the last refill was on (B)(6) 2011. The patient outcome was reported as "doing better, and was still fighting off the (B)(6) infection and had one wound that would not heal". The risk factors of the patient before implantation of the device included diabetes, corticosteroid use and (B)(6). The medications used were morphine 25mg/ml and bupivacaine 10mg/ml.

Event description:
It was initially reported that patient had infection, high fever, confusion and flu-like symptoms; patient was hospitalized. The pump and catheter were hence explanted. Patient outcome was indicated as serious injury/illness-ongoing as of (B)(6) 2011. Drugs delivered via the device were morphine and bupivacaine. As of the date of this report, it was reported that "the pump was removed under extraordinary duress"; "swept away to ER at a third hospital"; "ptm (personal therapy manager) was installed with saline" "I never been in more pain in my life since". Patient could not recollect the date of explant "(B)(6) or perhaps it was removed 2 months ago". Patient believed "he will die of pain" if he doesn't lie down. It was added that patient had abscessing catheters and had lost the ability to breathe. A surgery was scheduled on (B)(6) 2012 to have his "catheters" removed by the "head of vascular surgery" at (B)(6) clinic. Infection was stated to be (B)(6). On (B)(6) 2012 patient reportedly had very bad pain and indicated dissatisfaction with ptm and pump that was removed. It was stated that patient currently had no pump implanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheters left in patient would ¿hurt¿ him each time he tried to do something and ¿it hurts so much every morning.¿ the patient had to take pills so that he would not have the excruciating pain.

Manufacturer narrative:
Catheter: model/serial #/implanted/explanted: unk; catheter model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).